Event description:
The field service engineer reported a broken door #1. Information was not provided regarding whether or not the problem occurred during a patient infusion. No reports of injury or medical intervention.